Event description:
The complainant has reported that they were unable to perform a therapeutic procedure, placement of an esophageal stent. The clinician was unable to deploy the stent due to the pull suture breaking. The pt with esophageal cancer. There was no report of death, serious injury or mistreatment as a result of this event. The pt currently has a stent in place. No further information is available at this time.